Event description:
It was reported that the asymptomatic patient had received a vibratory alert regarding lead noise. In clinic, device interrogation showed an increase in left ventricular capture threshold values. A chest x-ray showed that the lead had dislodged. The lead was explanted and replaced on (B)(6) 2015. It was suspected that the dislodgement was a result of twiddlers syndrome.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.